Event description:
This is a follow-up to report a correction to brand. This was initially reported as u by kotex unknown tampons. The brand the consumer reported is u by kotex security tampons.

Manufacturer narrative:
New information: b5: this is a follow-up to report a correction to brand. This was initially reported as u by kotex unknown tampons. The brand the consumer reported is u by kotex security tampons. G7: follow-up 1.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string was missing prior to use. Consumer did not use the product.